Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Device evaluation: the product was received which revealed that the plunger was observed in fully advanced position. The pcb00 device was observed under microscope and traces of viscoelastic and balanced salt solution were observed in the cartridge. The pcb00 cartridge was observed with stress marks at the tip. The pcb00 device was opened and no assembly defects were observed. There were no damages observed on the assembly. There are no flashes on the cartridge. There is no visible gap. The lens was received out of the insertion device. One of the haptics is distorted. The lens is unfolded; the reported complaint issue was not verified. No product quality deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and the device was manufactured within specifications. The units were released according to specification. The complaint history search revealed an additional investigation request for this production order number; investigation result # 4413864 with reported device problem codes of haptic damaged, lead haptic not folded. No product deficiency was identified as result of the investigation. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00, 24.5 diopter intraocular lens (iol) lens would not unfold. It was stated that there was patient contact. The reporter noted that there are no other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.